Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that while on the round ligament, minor bleeding occurred although an end tone, indicating a completed seal cycle, was heard. No transfusion was necessary and there was no pt injury.